Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having arthrodesis of the lumbar spine. It was reported that screw was broken after surgery. Screw was implanted on (B)(6) 2020. The broken screw remains implanted in the patient's spine, the surgeon will not remove the implant. There were no patient symptoms/ complications as a result of the event.